Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend or retract in the usual manner. The lead was not used and a new lead was implanted successfully. The patient¿s condition was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.